Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low voltage alarms on (B)(6) 2022. Log file review found low voltage advisory and hazard alarms due to normal battery depletion. The patient called on (B)(6) 2022 stating he had low voltage alarms while switching over to the mobile power unit (mpu). All batteries are new within the last year, the green light on mpu was on, and the cable connections were correct. There were no alarms while on battery power and after mpu was changed alarms stopped.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿alarms are occurring while the patient is on the mpu¿ was confirmed with the submitted log file. The log file captured unexpected power cable disconnect/low voltage advisory alarm events on january 19 and 20. According to the voltage values, the system controller was connected to the mobile power unit at the time and a loss of the battery fuel gauge voltage signal occurred on both power cables. There was a power exchange to the 14v batteries after both events, and the alarms cleared. All other low voltage and power cable disconnect alarm events were related to routine depleting 14v batteries and power exchanges. The pump speed value matched the fixed speed value (9,400 rpm) for all events. The mobile power unit was expected to be returned for an evaluation. Attempt was made to obtain additional information from the customer regarding the return status of the mobile power unit; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # (B)(6) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Mobile power unit (serial # (B)(6) was shipped to the customer on 14jan2021 on customer order. It was noted the mobile power unit was shipped with an ac power cord with the v-lock feature. Heartmate ii lvas IFU section 7, heartmate ii patient handbook section 5, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Low battery hazard alarm 1. Immediately connect to a working power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. Low voltage advisory alarm 1. Promptly connect to a working or different power source (power module or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact. Power cable disconnected alarm (¿connect power¿ visual message), which means one of the system controller power cables is disconnected from power. If it is the cable with the black connector, the top light comes on. If it is the cable with the white connector, the center light comes on. In section 3, under power the system, covers making or breaking connection between power sources. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.